Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and recommended provocative testing. No intervention has been performed. An in clinic follow up is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating provocative testing was performed and the lead noise was not reproduced.